Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a hematoma was found near the device site, and that an infection was suspected. Therefore, the pg was explanted. There were no procedure complications or additional adverse effects to the patient reported. No further information was provided.